Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that days was 409 mg/dl with blurred vision, extreme drowsiness, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the active basal program for a known and expected reason: cartridge change. It was reported that the bolus type setting was incorrectly programmed. The patient was referred to a healthcare provider for diabetes management. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to use error.